Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) - right with a thermocool smart touch sf bi-directional navigation catheter, and a clotted catheter tip issue occurred. The investigational analysis completed on 10/30/2018. The device was visually inspected, and it was found in good conditions. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed, and the catheter failed. A failure analysis was performed, and the dome was inspected. Holes were observed occluded with reddish brown material. This could be related to the clot observed. No issues were observed on the connector. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the occlusion and the clot observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. However, this cannot be conclusively determined. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) - right with a thermocool® smart touch® sf bi-directional navigation catheter, and a clotted catheter tip issue occurred. Upon initiating ablation, a temperature error displayed on the generator and a bubble error displayed on the pump. It was then realized that the tubing stopcock was not securely attached to the thermocool® smart touch® sf bi-directional navigation catheter and fluid was leaking out. There were no temperature or flow issues related to the catheter. Errors that populated were a result of the loose connection. Generator was set on unspecified default settings with power at 20 watts. There is no information regarding other generator settings. Patient received heparinized saline anticoagulant via catheter irrigation. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter tip became clotted. The clot was unable to be completely removed. The catheter was replaced and the procedure was continued and subsequently completed. No adverse patient consequences were reported. Patient has not exhibited any neurological signs or symptoms since the procedure. The connector, no temperature displayed, and bubble error issues were assessed as not MDR reportable. The potential that they could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The clot issue has been assessed as reportable.